Event description:
A report was received that the trial patient experienced too strong stimulation on her feet and had a fall. The patient¿s trial leads were pulled by the physician due to the event. The physician believed that the patient¿s fall was device related.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.